Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1625 ohms.

Event description:
No info was provided.